Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak confirmed? What was done in the second procedure to address the leak/bleed or both? What is the current status of the patient?

Event description:
It was reported that post-operative five or six hours after a total colectomy the patient had a leak on the staple line. Two units of blood were given to the patient. The patient was not brought back to the or for a second procedure and it is unknown how the patient was treated for the leak.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2020. Additional information was requested, and the following was received: dr (B)(6) used a tlc75. Just a blue load is shipped and used with it. The tlc was fired on a small bowel anastomosis. They closed the common opening with suture. I¿m not sure which ethicon suture was used. He did not say if it was difficult firing device. He said he did not re-operate on this patient. Just transfusions. I¿m not sure of status of patient. Dr (B)(6) has not given any additional information upon request.